Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station, checked the med application logs and current system status, and confirmed that the station was functioning properly and no longer in disconnected mode. Sent an email to the customer requesting the specific date and time to capture logs for the affected period, as they requested root cause analysis, reviewed the database synchronization logs for the reported timeframe and identified a temporary communication interruption between the pyxis application, web server and the dispensing server; the relevant database synchronization log file was attached for customer reference. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tempobs station was in disconnected mode and remote smart service shown online. However, there were no delays or adverse events or injuries reported based on this event.